Event description:
A hospital in (B)(6) reported via a distributor that a heater wire connector was "broken" on four (4) rt206 adult inspiratory heated breathing circuits. This was observed prior to pt use.

Manufacturer narrative:
(B)(4). The rt206 is not sold in the USA but is similar to a product which is sold in the USA. The 510(k) of the similar product is k983112. The complaint devices are currently en route to fisher & paykel healthcare in (B)(4) for investigation. We will provide a follow-up report upon completion of our investigation.